Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with debris on the lens. Visual inspection found the haptic torn and with debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicm512.6, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was then replaced same length lens on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "lens damaged during injection into the eye, as it stuck with the plunger. Second lens implantation was smooth and patient is very happy."